Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that a patient received some adhesive discs, because they were having a hard time recharging their device due to where their implant was located. It was reported that the patient requested for more adhesive discs, as they have resolved the recharging issue. The event occurred in (B)(6) 2016 and no symptoms were reported.